Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. The nurse used an indwelling needle on the patient, and blood was seen leaking from the end of the needle after successful puncture, after which the needle was immediately replaced and re-punctured.

Manufacturer narrative:
DHR/bhr review lot#4081481 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(6). 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of (B)(6) pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo have been received for the complaint. 3. (B)(6) psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of the leakage cannot be determined because there are no abnormalities in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and the damage state of the defective sample cannot be identified.

Event description:
No additional informaiton provided.